Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: on lap nephrectomy procedure, prof. (B)(6) tried to inject gas through "inflation bulb" with syringe to inflate the balloon of the trocar. However, it did not work. He could not push the syringe completely, because of the resistance of the balloon. So, he replaced the abnormal trocar with a new one. He succeeded in the ballooning of the trocar after replacing it with a new one. There was no damage to the patient. Problem with the product did not extend the surgical time more than 30 minutes. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).